Event description:
This case is cross referenced with case ID: (B)(4). This unsolicited device case from united states was received on 24-may-2016 from a health care professional. This case concerns a female patient who experienced acute inflammatory reaction post injection after receiving treatment with synvisc one. The patient received synvisc one injection in the past, six months before with no symptoms. The patient's medical history, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication, lot/batch number and expiration date: not provided). On an unknown date, after an unknown latency, patient had an acute inflammatory reaction post injection. It was reported that patient was given steroid injection a week to calm down the inflammatory reaction. Also, reported that the patient chose to have a third synvisc one injection. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Seriousness criterion: required intervention.

Event description:
(B)(4). This unsolicited device case from united states was received on 24-may-2016 from a health care professional. This case concerns a female patient who experienced acute inflammatory reaction post injection after receiving treatment with synvisc one. The patient received synvisc one injection in the past, six months before with no symptoms. The patient's medical history, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection, once (dose, indication, lot/batch number and expiration date: not provided). On an unknown date, after an unknown latency, patient had an acute inflammatory reaction post injection. It was reported that patient was given steroid injection a week to calm down the inflammatory reaction. Also, reported that the patient chose to have a third synvisc one injection. Outcome: recovering: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 01-jun-2016. Ptc results were added and the text was amended accordingly.